Manufacturer narrative:
Block b3: exact date unknown, event occurred one and a half years prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The patient was doing well postoperatively.